Manufacturer narrative:
Section h6: medical device problem code corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The mpu was reported to have been on the potentially impacted mpu recall list.

Event description:
It was reported that the patients mobile power unit (mpu) had a yellow wrench alarm. The mpu was exchanged on (B)(6) 2025.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) having a yellow wrench alarm was confirmed during evaluation. The heartmate mobile power unit (mpu) (serial number: (B)(6)) was returned to the service depot. The mpu was opened and a nonconforming capacitor, c5, was found. No further testing was performed, and the unit was scrapped. The reported event of a nonconforming capacitor on the mobile power unit power supply printed circuit board assembly (pcba) was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms, and the proper actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 13mar2025. No further information was provided. The manufacturer is closing the file on this event.